Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that one electrode had an out of range impedance. The patient also said paresthesia was not covering the painful area. No known factors led to the issue. The device was reprogrammed without using the impacted electrode and the patient then had improved paresthesia coverage. The issue was resolved.